Event description:
Customer reported hospitalization due to low blood glucose. Customer experienced seizures and wife called the paramedics. The current blood glucose reading is 169 mg/dl. The blood glucose reading at the time of the event was 17 mg/dl. Customer unable to think of a reason for the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.